Event description:
It was reported by the rep the device was used during a colectomy. It was reported the stapler only fired "part way" on the initial firing. The surgeon completed operation with another tlc55. There was no consequence to the pt.